Event description:
Customer alleged discrepant blood glucose results of 420 mg/dl on the advantage system compared to 135 mg/dl on a professional meter when testing was performed within 10 minutes. Customer stated he had no symptoms and no treatment/action was taken. The suspect test strips were not returned to the manufacturer for evaluation. Replacement product was shipped.